Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens. Lens was damaged upon insertion. No enlarged incision or sutures. No patient injury.

Manufacturer narrative:
(B) (4) no lens in box. Evaluation: conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 06/2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge direction for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).